Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: testing was unable duplicate the complaint. The last bolus delivery was a 1.95u ezbg normal on (B)(6) 2017 at 22:52. The last basal delivery was on (B)(6) 2017. Pump history shows on (B)(6) 2017 19:26 the pump was manually suspended and manually resumed at 21:48. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. Battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(4).

Event description:
On (B)(6) 2017, the distributor contacted animas and alleged the following: on (B)(6) 2017, the user reported that the pump smelled of insulin, but no moisture, cracks, damage, or leaks were noted. The patient¿s blood glucose (bg) was 30 mmol/l with nausea, vomiting, stiffness and muscle soreness in the legs. Infusion set was changed x3 on friday (B)(6) 2017, changed infusion site and kits, changed to a new insulin from in the fridge, not exposed to high temperatures. No alarms were emitted from the pump. The patient was then transported to hospital by a family member and admitted on (B)(6) 2017 for less than 24 hours. Blood levels at times were higher than the meter could read. Treatment in the hospital was a drip with fluids and a bolus act rapid injection: bg came down to roughly 8 then 6, after 4 hours it was rising again. At that time, a family member brought the patient an old pump, which seemed to be working fine and brought bg levels back to what normal, 6.4 mmol/l on (B)(6) 2017. The patient has been fine since switching back to their old pump. This complaint is being reported as the patient experienced hyperglycemia and the pump was not ruled out as a cause/contributor.